Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: is the broken jaw going to be returned with the device: yes, I placed it in the return box today.

Event description:
It was reported that during a sigmoid colon resection procedure, the jaw of the device broke intraoperative in the patient and fell into several different pieces. The surgeon believed he was able to remove the pieces, but was not one hundred percent certain. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016 batch (B)(4) the device was returned with the upper jaw detached returned. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.